Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt distribution node (dn) to therapy electrode cable was severed and missing. The root cause for the missing cable was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.